Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this patient experienced syncope and was noted to be in atrial fibrillation. The device programming was optimized to decrease the patient symptoms due to the atrial fibrillation. The cause of the patient's syncope was not reported. To date, no further adverse patient effects were reported.